Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade: iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain and encapsulation," "breast implant illness and fatigue;" these events are not device related. "Capsular contracture baker grade iii, and rupture".

Event description:
Patient reported right side "pain and encapsulation". Patient also reported "breast implant illness and fatigue"; these events are not device related. Healthcare professional reported "capsular contracture baker grade iii, and rupture". Device has been explanted.